Event description:
It was reported the tsf 10 was used during a laparoscopic left salpingo oophorectomy. The device was plugged into the bipolar portion of generator. The forceps clasped on ip ligament and pedal stepped on. No tissue affect with the device, it would not cauterize. An tripolar was opened to complete the case. There was no consequence to the pt.